Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. A 24hr duration test was successfully completed. A 10u audio and a 10u normal bolus were successfully completed and accurately recorded in the pump history. No hypersensitive keys observed on the keypad. Unable to duplicate the reported complaint; bolus history is recording properly. The battery compartment is cracked at the threads and case seal. The returned battery cap attaches to the pump was used to complete all testing. Damage to the pump was observed between upper right corner of the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.